Event description:
A loss of stimulation sensation was reported although recharger confirmed that stimulation was on. Three days prior to report pt experienced a seizure/fall. It was reported that the seizure/fall was not caused by the device, but loss of therapeutic effect did occur after the fall. Eval found open impedances on electrodes 0, 1, 5, and 7. Recovery of therapeutic stimulation was accomplished by programming around these electrodes. There are no plans to have the device removed for an MRI. It was reported that pt recovered without sequelae.

Manufacturer narrative:
(B)(4).